Event description:
It was reported that the device had an air detector and downstream occlusion sensor gasket damage. The deficiencies were discovered during yearly preventive maintenance performance checks and inspections. There was no reported product fault occur while in use with a patient and no product issue that caused or contributed to patient or clinical injury. There was no patient involvement.

Manufacturer narrative:
H3, h6: one device was received for evaluation in used condition. Visual inspection found and verified the reported downstream occlusion (dso) sensor seal problem. The dso seal was ripped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The dso sensor seal was replaced, and the pump passed all functional tests and performed as intended after repair.